Event description:
Fhc technician received a call on the evening of 9/24/2024 from dr. (B)(6) from (B)(6) during a dbs surgery. Dr. (B)(6) was unable to perform mer recordings with his 66-it-05p lot#: 244517 because the reducing cannula was much too long and extended beyond the lead insertion tube, preventing mer (the microelectrode never came out of the reducing cannula). The case was delayed slightly while surgeon tried to figure out why he couldn't get the mer system to record. The surgeon opened a different lot of 66-it-05p and was able to complete the case successfully. There was no patient injury.

Manufacturer narrative:
Our initial investigation has found that the reducing cannula, included in the 66-it-05p, lot ID: 244517 was built using the wrong drawing and resulted in the cannula being 20 mm longer than specified. This resulted in the reducing cannula extending down 20 mm below the end of the insertion tube, the target location. Our hazard analysis has determined that there is a risk of hemorrhage and unintended coring of brain tissue resulting from advancement of a cannula with no stylet in place. There have been no reports of patient death or injury related to this problem. We have determined this to be a recall.